Event description:
It was reported that during a neuro spine surgical procedure, it was observed that the attachment device was not working. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However the reporter stated the event occurred (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed nose tube assembly, lock operation and the device was power broken. Therefore, the reported condition was confirmed. It was determined that the nose tube assembly damage was indicative of excessive side loading, which caused the cutter to flex and come in contact with the nose tube. It was determined that the cause of powerbroken was failure to follow directions for use by running the device in the safe or load position. The assignable root cause was determined to be due to misuse, abuse and or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.